Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was implanted to treat a dehiscence at the site of an esophageal-jejunal anastomosis during a stent placement procedure performed on (B)(6) 2016. The ultraflex esophageal ng stent was successfully deployed and implanted without issue. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement procedure. On (B)(6) 2016, the physician noted bilious drainage from the patient's chest tube. An upper gastrointestinal endoscopy procedure was performed and it was noted that there were holes in the stent covering. A second ultraflex esophageal ng stent was implanted within the first stent, and both stents remain implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.